Event description:
It was reported that during the same surgery on (B)(6) 2023, the surgeon addressed complaints of right patellar clunk by performing a scope of the right knee. He identified hypertrophic scar on the undersurface of the quadriceps tendon, which was removed. Scar was also removed around the periphery of the patella, which allowed the patella to track nicely. No implants were revised on the right side. Doi: (B)(6) 2016. (B)(6) 2022 (insert). Doe: (B)(6) 2023. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The x-ray evidence review revealed that the pfc*sigma/ov/dome pat 3peg,38 presented evidence of contact with the femoral knee implant (pfc sig cr npor fem rt sz 4n) when the knee is extended the nodule dislodges and can be resulting in an audible clunk patella, therefore the reported alleged condition can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.